Manufacturer narrative:
Technician found the head hi-lo was drifting down. Reseated the head hi-lo valve to resolve this issue. Bed found in repair area.

Event description:
Info received that the head hi-lo was drifting down. No injury reported.